Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Analysis was unable to verify low battery life due to blank display. The insulin pump was received without original battery cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 12.5 mmol/l at the time of incident. The customer's blood glucose was 6.2 mmol/l at the time of call. The customer stated that the display did not return after reinserting battery. The insulin pump will be returned for analysis.